Event description:
I purchased gnresound pulse hearing aids in 2007. These were sold as a rechargeable product. The charging unit has never worked. I was told repeatedly that this was a user error issue. I have recently found out that the product was dropped because it was faulty. The company has never notified me that there is in fact a product problem or offered any form of compensation.